Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-lead fixation upn: (B)(4), model: db-4600c, serial: n/a, batch: 28953072.

Event description:
It was reported that the patient developed redness, small amounts of puss, and possible erosion at the intermediate incision where the lead attaches to the extension, approximately six weeks after the deep brain stimulation (dbs) lead was implanted. Cultures were taken, but the results were not provided. The physician assessed the erosion at the incision site to be the potential cause of the reported event. The patient was put on intravenous (IV) antibiotics and underwent a procedure where the burr hole cover and the lead were explanted. During the procedure, the infected area was also cleaned and vancomycin was applied. The patient did well post-operatively. The devices were disposed of by the facility and will not be returned for analysis.